Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a crack between the tube and connector found on the duodenoscope during reprocessing. The scope had been reprocessed with the damaged tubing and may have inadvertently been used on a patient. There were no reports of infection or adverse event associated with this device.

Manufacturer narrative:
Added b5, d8. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the instructions for use were not followed. The definitive root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.